Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device would not fire. Another device was used to complete the procedure with no patient consequence.